Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Product history review could not be completed due to lack of information. Lot number was not provided. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports half of their 40 employees were receiving suspected false positive results when testing with the cue covid-19 test. Review of covid case tracker shows 26 employees who experienced positive results when testing with the cue covid-19 test, while testing negative with alternate covid-19 tests. See related cases for alternate false positive results. Individual (B)(6): individual receiving multiple potential false positive results when testing with the cue covid-19 test (lot unknown, sn unknown). Customer did not specify which cue tests were being questioned. Individual also tested twice with the quickvue covid-19 antigen test ((B)(6)) which provided negative results. Individual experienced mild symptoms (B)(6). Individual attended in-person events, but did not specify any known exposures.